Manufacturer narrative:
A maquet field service technician was on site and investigated the unit .the technician troubleshot the device. Air was drawn into the cardioplegia circuit which was responsible for the error message. The cardioplegia flow fluctuate to heavy till it reached zero. The flow sensor was untight. The technician checked the shunt valve, the flow valve and the flow sensor and replaced them with spare parts due to corrosion. The unit was checked for electrical safety and functionality. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation is in progress. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during preventive maintenance so there were no patient involved. (B)(4).